Event description:
It was reported that a device was used during a low anterior resection. The device cut but did not staple. Another device was used to complete the case. There were no consequences to the patient.